Event description:
Customer received a blood glucose result in the 200's mg/dl. The customer did not feel well and paramedics were called. They received a result of 30mg/dl. The customer was given glucose push IV. The customer was taken to the hospital and a cat scan and EKG were performed. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.